Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown reach j&j floss waxed mint. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 8041101-2019-00041 and 8041101-2019-00042. The same consumer is represented in each medwatch.

Event description:
A consumer reported via social media that the metal cutter on an unspecified reach waxed mint j&j floss broke during use. There is no adverse event. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 8041101-2019-00041 and 8041101-2019-00042. The same consumer is represented in each medwatch.